Event description:
It was reported the initial programming the physician reported the representative that the patient experienced a seizure and was admitted to the emergency room (ER). The patient had a post-operative intracranial hemorrhage which led to the seizure and is a risk of the deep brain stimulation (dbs) implant procedure per the physicians assessment. It is unknown if imaging was taken. The patient was prescribed anti-seizure medication and has fully recovered.